Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl and treated with bolus. Customer also reported that the insulin pump had insulin flow blocked alarm. Troubleshooting was performed for no delivery alarm. Customer was advised to disconnect at the quick release and assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin was exited. The insulin pump will not be returned for analysis.